Event description:
A customer reported that the equipment did not perform the silicone injection during a vitrectomy procedure. Following a delay of greater than 15 minutes, the procedure was completed by manual injection with no harm to the pt.

Manufacturer narrative:
A review of the service report indicates the customer reported that the viscous fluid control (vfc) did not work. The company rep examined the system and found that the oil injection system was completely clogged with silicone oil. The company rep replaced the pneumatic connector assembly. The system was then tested and met all product specs. It should be noted that "failure to insert syringe stopper can allow fluids to enter the console, resulting in damage to its internal parts" as noted in the system operator's manual, vfc setup section. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause was determined to be silicone oil in the vfc line of the pneumatic connector assembly caused by user handling. (B)(4).